Event description:
Per the complaint, the patient presented w/gingival abscess and no mobility at the 2nd stage, the doctor noticed distal & buccal wall defects & decided to shave the tissue, bone graft & suture the patient.